Manufacturer narrative:
(B)(4).based upon the inquiry info received. Visual and functional examination: the unit was found to require the main pcb board to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the generator received error 1. No further details available on case involvement. No pt consequence.